Event description:
It was reported that there was a discrepancy in the longevity estimates of the device. The overall depletion of battery appeared to be normal and it was discussed that the previous estimates could have been inaccurate. Patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.